Event description:
It was reported that occlusion alarms occurred. Customer resumed insulin therapy on the pump. Reportedly, the customer was wearing the pump supplies for 3 days. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.